Event description:
Reporter alleged device was generating erratic readings and a glucose result measured 451 mg/dl back to back with a reading of 137 mg/dl performed within 5 minutes of each other. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent